Event description:
It was reported that the plug luer lock white leaked blood when connected to the covidien needle. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about blood leakage with luer lock plug (394080). According to the customer's report, when this product was connected to covidien's needle as a cap, blood leakage was observed."

Manufacturer narrative:
Investigation summary: bd received 189 samples submitted for evaluation. The reported issue was confirmed upon inspection of the samples. 10 out of the 189 samples had incorrect dimensions which resulted in the reported failure. This failure occurred due to the worn-out surface of the mold utilized during production of this batch. This is a known issue, and it has been addressed in a corrective action preventative action plan (CAPA) 1515534. This batch was created before the implementation date of CAPA 1515534, september 2020. Prior to the implementation of the CAPA, our quality procedures only called for the analysis of the dimensions of the cone at two measurement locations. The two original locations were towards the tip of the cone. However, the failures were occurring further up the cone in locations where our quality procedures did not check at the time. As a result, these failures would pass our quality checks. Molds would also not be changed out during production since no known issues were known at the time. The CAPA added two additional measurement stages further up the cone of the luer-lock systems to catch the reoccurring failure, and to better determine when molds were starting to degrade. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plug luer lock white leaked blood when connected to the covidien needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about blood leakage with luer lock plug (394080). According to the customer's report, when this product was connected to covidien's needle as a cap, blood leakage was observed."